Manufacturer narrative:
Updated field: b4, d8, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation finding, component codes, investigation conclusion),h11 a getinge field service engineer (fse) was not able to reproduce the reported failure. It is possible that a situation occurred where a signal could not be input due to the electrodes or patient environment. After each operation, fse checked the operation based on the inspection record sheet and confirmed that it is currently working properly.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) no direct ECG signal input. There was no patient harm reported.